Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink set "cored an unknown third party vial during connection." The reporter stated that the spike was too large. There was no report of patient injury or medical intervention associated with this event. No additional information is available.